Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile showed successfully performed treatments. The energy was stable during treatment day. The reported treatments (right & left eye) could be identified in the logfile. Both treatments were performed successfully without interruption. No relevant deviation between planned and performed energy was detectable. The user operated surgery within the recommended settings. No technical root cause could be identified. During a technical site visit, the field service engineer (fse) performed system verification. The device meets specifications as per service installation record (sir). No technical root cause could be determined for the reported event. With current information, a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a slightly torn flap in a patient's right eye during a refractive procedure. Hard opaque bubble layer and sticky flap were noted.